Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, the customer was not performing the proper air removal technique during the load process. No reported adverse impact to the customer's blood glucose. Troubleshooting for reported issue could not be performed as customer already changed cartridge.